Manufacturer narrative:
(B)(4), corrected data: b5,d9,g3,g6,h2,h3,h6. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the healthcare facility did not provide further information upon request, despite multiple follow ups made by fisher and paykel healthcare (f&p). However, the subject device was returned to f&p new zealand for evaluation. An investigation was carried out by f&p new zealand which was based on the information provided by the healthcare facility, the evaluation of the subject device, and f&p's knowledge of the product. Results: the subject device was received at f&p new zealand for evaluation. However, the power cord and accessories used with the subject device at the time of the reported event were not returned. The returned subject device was visually inspected by the investigation engineers, and no damage was observed. The device logs were downloaded and reviewed, and there were no error codes or alarms triggered on the day of the reported event. The subject device was performance tested by the investigation engineers as per the airvo 2 technical manual. Performance checks were carried out to verify the functions of the unit, the operation of the flow sensor and the audible alarm signal. A "check for leaks" test, "check for blockages" test, "check tube" test and "power out" test was completed as part of the performance checks and the subject device passed all acceptance criteria. In addition, the device was performance tested for an extended period of time at the same settings specified by the healthcare facility and no loss of flow, error codes, alarms or other faults were detected during this period. The healthcare facility initially reported that the subject device stopped delivering flow and oxygen. It was further reported that the patient deceased at an unspecified time in relation to the reported event. No alarms were reportedly heard by clinical staff. Conclusion: the exact cause of the reported event was unable to be determined through f&p's investigation as the subject device was confirmed to be functioning as intended. The alarm conditions were also confirmed to be working as part of the performance checks. No errors or faults were found with the subject device and the reported event of a cessation in flow and oxygen delivery could not be replicated. The subject device was confirmed to be working as intended and no fault was found which could have caused or contributed to the reported event. The device history record (DHR) for the subject device was reviewed. No non-conformances were noted on the DHR and it was confirmed that the subject device was manufactured according to specification and passed all the required quality control measures. The user instructions which accompany the airvo 2 provide guidance on troubleshooting error codes and alarms generated by the device. The user instructions also state the following: "the unit is not intended for life support". "Appropriate patient monitoring must be used at all times" . "Never operate the unit if it is not working properly". "Never operate the unit if it has been dropped or damaged". "Never operate the unit if it has been dropped into water". "If water has entered the unit enclosure, disconnect the power cord and discontinue use". During the manufacturing process, quality control measures ensure each manufactured airvo 2 meets specification. The following specific controls ensure each device delivers flow as per the device performance specifications and that the unit is free from any physical damage: visual examination: each unit is visually inspected for external damage and rejected if any damage is identified. Pressure flow testing: each unit is pressure tested and flow and oxygen measurements are verified to ensure there are no leaks in the airpath. Soak and reliability testing: each unit is connected to a heated breathing tube and water chamber, and then tested to ensure it performs as intended over extended operating conditions. These quality control measures are performed at the end of the final assembly process on 100% of the manufactured units. Any unit that fails any of these tests will be rejected.

Event description:
On 15 march 2024, a distributor reported on behalf of a healthcare facility in south africa that a pt101 airvo 2 humidifier (airvo 2) was delivering therapy to a patient, and at one point during the therapy the subject device stopped delivering flow and oxygen. Further information was provided on 22 april 2024 in which it was confirmed that the patient had deceased, however the timing of patient death relative to the reported event was not provided. It was additionally reported that the subject device was set to provide 3l/min of flow with 1l of supplied oxygen. On 22 april 2024, the distributor also reported on behalf of the healthcare facility that prior to this incident, there was another event involving the subject device, but no patient harm occurred. No further information providing the nature of the event was reported. It was also reported on 22 april 2024 that the healthcare facility initially removed the subject device out of service following the prior event, however, the healthcare facility then put the subject device back into service. Further information was requested from the healthcare facility, including the full sequence of events, device set-up including the accessories used, and patient information including pre-existing conditions and the medical cause of death. The subject device was also requested and this was returned to fisher and paykel healthcare (f&p) for investigation. F&p exercised a good faith effort and followed up with the healthcare facility multiple times to obtain additional information, however, no further information was provided.

Event description:
On 15 march 2024, a distributor reported on behalf of a healthcare facility in south africa that an airvo 2 humidifier was delivering therapy to a patient, and at one point during the therapy the subject device stopped delivering flow and oxygen. Further information was provided on (B)(6) 2024 in which it was confirmed that the patient had deceased. On 22 april 2024, the distributor also reported on behalf of the healthcare facility that prior to this incident, there was another event involving the subject device, but no patient harm occurred. It was reported that the healthcare facility initially removed the subject device out of service, however, then put the subject device back into service. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation and is seeking further information from the healthcare facility. F&p will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4), fisher & paykel healthcare (f&p) has requested for the subject device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.